Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal heavy bleeding/blood clot"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), seizure ("seizures") and myocardial infarction ("blood or heart disorder/condition type: mild stroke") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". Concomitant products included cimetidine (tagamet) from 2009 to 2018, diazepam (valium) from 2013 to 2018, oxycodone hydrochloride;paracetamol (percocet) from 2009 to 2018 and tizanidine hydrochloride (zanaflex) from 2009 to 2018. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In 2009, the patient experienced bipolar disorder (seriousness criterion medically significant), migraine ("migraines"), panic attack ("psychological or psychiatric problems condition: panic attacks"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems type: worsened"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vertigo ("other injury(ies) or complication(s) - please describe: vertigo"), pain ("whole body pain") and uterine pain ("uterus pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with alprazolam (xanax) and surgery (ablation and underwent total hysterectomy with removal of the essure coils (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, bipolar disorder, seizure, myocardial infarction, migraine, back pain, dyspareunia, anxiety, depression, hormone level abnormal, panic attack, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, pelvic pain, visual impairment, fatigue, weight increased, gastrointestinal disorder, alopecia, vaginal discharge, vertigo and pain outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and uterine pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, myocardial infarction, pain, panic attack, pelvic pain, seizure, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vertigo, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 148 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.154 kgs. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received: reporters were added. Demographic conditions were added. Events: hormonal changes, abnormal bleeding (vaginal, menorrhagia), bipolar disorder, panic attacks, bladder disorders, urinary tract disorders, headaches, mild stroke, seizures, dysmenorrhea, pain, pelvic pain, uterine pain, vaginal discharge, vision worsened, fatigue, weight gain, gastrointestinal disorders, hair loss, vertigo, device monitoring procedure not performed were added. Event onset date and outcome were added. Concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal heavy bleeding/blood clot'), bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder'), seizure ('seizures') and myocardial infarction ('blood or heart disorder/condition type: mild stroke') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". Concomitant products included cimetidine (tagamet) from 2009 to 2018, diazepam (valium) from 2013 to 2018, oxycodone hydrochloride;paracetamol (percocet) from 2009 to 2018 and tizanidine hydrochloride (zanaflex) from 2009 to 2018. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes : moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems type: worsened"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2009, the patient experienced bipolar disorder (seriousness criterion medically significant), migraine ("migraines"), panic attack ("psychological or psychiatric problems condition: panic attacks"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), alopecia ("hair loss"), vertigo ("other injury(ies) or complication(s) - please describe: vertigo"), pain ("whole body pain") and uterine pain ("uterus pain"). The patient was treated with alprazolam (xanax) and surgery (ablation and underwent total hysterectomy with removal of the essure coils (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, bipolar disorder, seizure, myocardial infarction, migraine, back pain, dyspareunia, anxiety, depression, mood altered, panic attack, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, pelvic pain, visual impairment, fatigue, weight increased, gastrointestinal disorder, alopecia, vaginal discharge, vertigo and pain outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and uterine pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood altered, myocardial infarction, pain, panic attack, pelvic pain, seizure, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vertigo, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 148 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Most recent follow-up information incorporated above includes: on 30-dec-2019: pfs received : previously reported event "hormonal changes" pt updated to "mood altered", event onset date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal heavy bleeding/blood clot") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), back pain ("back pain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent total hysterectomy with removal of the essure coils). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, migraine, back pain, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage and migraine to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.